Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 10th june 2009 and performed to specification up to the (B)(6) 2012. The device records temperatures below the recommended minimum temperature. The device failed multiple self-tests due to a low battery between the (B)(6) 2012 and the (B)(6) 2013. An increase in voltage would suggest a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were recorded in the device memory between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.